Event description:
This pt had multiple asd's requiring two devices. A 26mm and a 9mm. The erosion was due to the 26mm device. Complained of sudden onset of chest pain and syncopy, went to ER where tte revealed she had moderate pericardial effusion. She had hypotension with bp of 80/60. The next day she was transferred to another hospital, where pericardiocentesis was done and 400 cc of bloody fluid was evacuated. The pt went to the or same day and the surgical findings revealed that la disk eroding thru la wall into the aortic wall with thrombus formation. The surgeon batched the aorta and la wall and removed the devices and closed the asd, pt is doing well.